Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system failed to boot up. Upon troubleshooting the philips remote service engineer (rse) checked the system remotely and asked the customer if they were able to power up the tray of the pc, but the customer reported that the hard drive did not come up. The philips field service engineer (fse) checked the system onsite and found that the host pc disk bay did not turn on during system start up and prevented system from booting. To resolve the issue, philips implemented corrective action indicating disk bay failure of the host pc. The failure of the disk bay can be attributed to the issues resolved in philips correction 2023-igt-bst-027. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.